Manufacturer narrative:
The insulin pump received with no down arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 130 mg/dl. Customer she changed the battery and unable to clear the alarm. She stated that she worked out and the insulin pump was exposed to sweat. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.